Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 12/16/2022, corrected manufacturing date: 12/08/2022.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that there was a random leakage. No additional information or logs have been received. We are unable to confirm or determine any fault. 4114.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the leakage test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).